Event description:
A customer reported that during a patient procedure, using a glidescope core 10-inch monitor, the screen experienced intermittent loss of image (black screen). No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 10-inch monitor was returned to verathon for evaluation along with the glidescope core smart cable used with the monitor during the reported event. A verathon technical service representative evaluated both the returned monitor and smart cable but was unable to confirm the reported intermittent image. Visual inspection found no damage to either system component. When connected to known, good, test verathon equipment, no image issues were found and the customer's devices operated as intended. Both the monitor and smart cable passed verathon's device functionality testing. Upon completion of verathon's device evaluation, verathon informed the customer of the findings and recommended checking the blade that was used during the reported event and to return it to verathon for evaluation if the issue recurs. Both the monitor and smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.